Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose went low 2 days ago during the night. Low bgs were treated by taking glucose tablets and eating 2 crackers. The customer is working with their healthcare provider for guidance with low bgs, and is working on settings, and managing "pre-bed" bgs.